Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin result in high blood glucose levels of the customer. The customer¿s high blood glucose level was 300 mg/dl and they treated it with manual injections. The customer also stated that the insulin pump received multiple no delivery alarms and the issue was resolved by changing the complete set. The drive support cap was normal. The customer declined to perform high pressure test. The insulin pump will return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No anomaly alarm noted.